Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2004; e2dr01aa implantable pulse generator (ipg) (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed increased impedance since implant to a high impedance value in bipolar and unipolar configuration. The lead was capped and was replaced. No patient complications have been reported as a result of this event.